Event description:
During the pfa procedure, there was resistance when inserting the device. It was then noted on fluoro that the tip was fractured. It was noted that the patient right groin anatomy was challenging. The device was removed from the patient and replaced to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. However, no resistance or functional anomalies were noted when the viewflex catheter was advanced through a dilator/sheath assembly from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Viewflex xtra ice catheter instructions for use (IFU) states, ¿use a 10f or larger introducer sheath.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed.